Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ pain") in an adult female patient who had essure (batch no. 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud in 2008. Concurrent conditions included nausea. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation"). The patient was treated with hyoscine (scopolamine), tramadol and surgery (laparoscopic supracervical hysterectomy(partial)and bilateral salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: 5 coils visible on the left, 4 coils visible on the right. Explant date was mentioned (B)(6) 2015 (as written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, pain, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ pain") in an adult female patient who had essure (batch no. 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud in 2008. Concurrent conditions included nausea. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation"). The patient was treated with hyoscine (scopolamine), tramadol and surgery (laparoscopic supracervical hysterectomy(partial)and bilateral salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: 5 coils visible on the left, 4 coils visible on the right. Explant date was mentioned (B)(6) 2015 (as written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, pain, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: ptc global number (B)(4) sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jan-2019: new pfs and mr received. Lot number added, new events added- dysmenorrhea (cramping), new reporter, concomitant condition and drugs added. Treatment drugs and lab data added. Outcome for pelvic pain updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2016: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious event was also reported: increased bleeding during menstruation. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. No active follow-up is expected.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 19-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. The consumer underwent the required hsg (hysterosalpingogram) procedure (result not provided). After insertion, the consumer began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. In (B)(6) 2015, the consumer underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy as a definitive solution to the problems that she had been experiencing. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious event was also reported: increased bleeding during menstruation. A product technical analysis is being sought. No active follow-up is expected.